Event description:
Our affiliate is reporting that 3 months post op to a knee repair the pt experienced pain in his tibial area. Upon examination it was concluded that the rigidfix tibial pins were broken and had moved laterally causing soft tissue irritation, pain. The broken pins were removed via a second surgery and this remedied the pts pain.